Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open package and one photo were provided for evaluation. The sample and photo were subjected to a visual evaluation and a smudge was observed on the spike tip. Based on the evaluation results, the reported defect was confirmed. Based on the supplier's evaluation results, the probable root cause could be during the injection molding process. The supplier checked all batch records associated with finished goods, and no records of dirty spikes were recorded during their molding process checks. The supplier has found this to be an isolated event and most likely caused was due to an improper segregation of the start-up during production. No corrective action was found to be needed at this time, and the issue was communicated to the molding area manager. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: a smudge was observed on filter." To say, "unannounced sample received into the manufacturing site with label that said "smudge on filter". Upon inspection by site investigator, smudge identified to be on spike of the set. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.